Event description:
Device issue: resistance. Time of device issue: during the procedure. Adverse event: vasospasm. Onset of adverse event: during the procedure. It was reported that the right internal carotid artery lesion was accessed from the neck due to the heavy tortuosity of the vessel. The embolic protection device filter was positioned. Resistance was felt while peeling away the sheath. Resistance was felt while advancing the stent delivery system (sds) over the wire as well as through the lesion, so the sds was removed and the lesion pre-dilated. Although the stent met resistance when advancing over the wire, it was successfully deployed in the lesion. 'Friction' continued to be felt while advancing a viatrac 4.5x20 balloon over the wire, resulting in a severe vasospasm, treated with intra-arterial nitroglycerin. After post-dilatation, during removal of the balloon, the device got stuck on the wire, pulling the filter element into the stent. With some manipulation, the balloon was removed from the wire and the anatomy. The filter recovery catheter was advanced into the stent and recovered the filter successfully from inside the stent. The spasms resolved and the procedure was completed. There was no adverse patient sequela reported. One day post-procedure, the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
(B) (4). (Patient selection). (B) (4). The device is expected to be returned for evaluation. It has not yet been received.